Manufacturer narrative:
Approximate age of device ¿ 12 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during a regular check up, a pump off and low flow alarm with fast restore of pump function was noted in the log history. The patient reported that the event was combined with quick removal and putting on of a thermo active cloth. No adverse consequence to the patient occurred during the pump speed drops, and the patient did not notice some of the alarms. The patient stopped using this cloth, and there were no further problems. No additional information was provided.

Manufacturer narrative:
Investigation of this event revealed that the reported momentary pump stops resulted from electro static discharge (esd) as a built in protection of the device when exposed to esd and are not considered a device failure. As there was no malfunction or deterioration in the characteristic and/or performance of the device, the event no longer meets the requirement for reportability and events with a similar root cause cannot be identified.. The hm3 IFU and patient handbook provide information regarding electrostatic discharge and warns to avoid activities that could create static electricity. A corrective and preventive action (CAPA) was opened to investigate identified incidences of a momentary system stop and a corrective action has been implemented. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.